Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant, the needle broke on vascular anastomosis. The needle of about 13mm fell into the patient cavity. After x-ray irradiation, the needle was not found and the surgery was extended for 3 hours. The product was a double needle that was completed by using the other end of the needle after the needle had broken. The patient developed unexplained fever for 4 days after the operation. There was no condition at present, so the patient went home to recuperate.